Event description:
This customer reported that they got analyzing interrupted messages in the AED mode. There was no report of any negative patient impact. We are considering this as a malfunction based on the customer report only. We have requested additional information and this investigation remains open.

Manufacturer narrative:
(B)(4). This customer reported that they got analyzing interrupted messages in the AED mode. There was no report of any negative patient impact. We are considering this as a malfunction based on the customer report only. We have requested additional information and this investigation remains open. A follow-up report will be submitted upon completion of the investigation. See scanned page.